Manufacturer narrative:
. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Investigation summary: material #: 367989 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ there was a missing tube label on 3 devices. There were no health consequences or impacts reported.

Event description:
It was reported before using the bd vacutainer® sst¿ there was a missing tube label on 3 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device evalution by manufacturer? Yes d9: returned to manufacturer on: 16-dec-2024 investigation summary bd received one (1) photo and three (3) samples for investigation. The analysis of the customer photo revealed three samples with no lot number on the tube. A visual inspection of the samples was conducted, and three tubes were seen with no label attached. Additionally, a total of 90 retained samples, 30 for each probable lot number (4094970, 4094971 and 4123520) were visually inspected for missing labels, and none of the retained samples failed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode missing label content based on customer photo and returned sample analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.